Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic cramping/pain") and menorrhagia ("excessive and prolonged menstrual bleeding / abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, menometrorrhagia, weakness, short of breath, d & c and anemia. Previously administered products included for prevent pregnancy: yasmin. Concurrent conditions included dysuria, uterine bleeding and tourette's syndrome. Concomitant products included levonorgestrel (mirena) for heavy periods as well as citalopram. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), loss of libido ("loss of libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, 8 months 14 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced back pain ("lower back pain extreme") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2014 underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine and abdominal pain lower had resolved and the back pain, menorrhagia, loss of libido, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, loss of libido, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4 and 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . (B)(6) 2011 : urine pregnancy test: negative. (B)(6) 2007 - pelvic ultrasound examination - the bladder was distended with regular contours. Most recent follow-up information incorporated above includes: on 20-jun-2018: events- "loss of libido, abnormal bleeding (vaginal), vaginal infection, bladder infection, urinary tract infection, apareunia (inability to have sexual intercourse), migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, lower abdominal pain", reporter, lot number, lab data added from pfs. Historical and concomittant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic cramping/pain") and menorrhagia ("excessive and prolonged menstrual bleeding / abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, menometrorrhagia, weakness, short of breath, d & c and anemia. Previously administered products included for prevent pregnancy: yasmin. Concurrent conditions included dysuria, uterine bleeding and tourette's syndrome. Concomitant products included levonorgestrel (mirena) for heavy periods as well as citalopram. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), loss of libido ("loss of libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, 8 months 14 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced back pain ("lower back pain extreme") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2014 underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine and abdominal pain lower had resolved and the menorrhagia, back pain, loss of libido, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, loss of libido, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4 and 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. (B)(6) 2011 : urine pregnancy test: negative. (B)(6) 2007 - pelvic ultrasound examination - the bladder was distended with regular contours. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic cramping/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain extreme") and menorrhagia ("excessive and prolonged menstrual bleeding"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain and menorrhagia outcome was unknown. The reporter considered back pain, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.